Manufacturer narrative:
The replaced foot switch was not returned to the manufacturer.

Event description:
It was reported that at the beginning of a urology-stone procedure the footswitch would not work. The surgery was postponed. No injury to patient reported.